Event description:
It was reported that "in regular use several tool (10) were broken. All of then had the same lot number. There were no patient symptoms/injuries related to this event." No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed based on the information reported. No evaluation was performed, as the items were not returned. If they are returned in the future, product analysis may be performed. The manufacturing records were reviewed and no deviations were noted. No patient impact was reported. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." (B)(4).

Manufacturer narrative:
Report confirmed. Evaluation determined the tools were broken at approximately 3" from the tang. All tools were broken at the same location, within 0.30". The likely cause of breakage is due to reduced web thickness, which decreased the tool's strength. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff". (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "in regular use several tool (10) were broken. All of them had the same lot number... There were no patient symptoms/injuries related to this event." No additional information was available on follow-up.